Manufacturer narrative:
A boston scientific crm technical services consultant informed the caller that this lead should be evaluated for integrity issues. One month later, a revision procedure was performed and the lead was removed from service. It was not replaced as this patient is in chronic atrial fibrillation (af). This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this atrial lead was exhibiting impedance measurements greater than 2500 ohms which had triggered the lead safety switch (lss). Noise wa also observed during arm movements.